Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), feeling abnormal ("brain fog"), abdominal distension ("painful bloating"), dysmenorrhoea ("cramping and bleeding during periods"), metrorrhagia ("cramping and bleeding during periods"), polyarthritis ("inflammation in all of my joints") and headache ("horrible headaches") and was found to have weight increased ("weight gain"). The patient was treated with surgery (scheduled to have hysterectomy). Essure was removed. At the time of the report, the pelvic pain, back pain, feeling abnormal, abdominal distension, dysmenorrhoea, metrorrhagia, weight increased, polyarthritis and headache outcome was unknown. The reporter considered abdominal distension, back pain, dysmenorrhoea, feeling abnormal, headache, metrorrhagia, pelvic pain, polyarthritis and weight increased to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: pelvic pain, back pain, brain fog, inflammation in all of my joints, weight gain, cramping and bleeding during periods, horrible headaches, painful bloating. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.